Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 239 mg/dl, 423 mg/dl and 79 mg/dl. The customer treated high blood glucose level with insulin pump and injections. Troubleshooting was declined for high blood glucose, change sensor, calibration not accepted and cannot find sensor signal. The insulin pump will not be returned for analysis and the sensor will be returned for analysis.